Manufacturer narrative:
A photo was provided by the customer showing the vent plug juncture of the set. There appeared to be fluid at the filter with the cap open. No samples were returned for investigation. The reported complaint of leakage on the (B)(6) can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause could not be determined.

Event description:
The event involved a ndehp plumset 2claves-sl where it was reported that an unspecified chemotherapy drug seeped from the vent hole. There was unknown patient involvement or patient harm. No additional information was provided.